Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2007 and/or (B)(6) 2009. , tas reported the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2009. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2007 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on 09-mar-2009. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with indirect right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1). Per operative notes, ¿a bard medium 3dmax mesh (device #1) was placed to cover all potential hernia defects in myopectineal orifice using sutures.¿ (B)(6) 2009 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿a large hernia sac adherent to cord structure and fibrosis were noted. A large perfix plug (device #2) was placed in internal oblique and shelving border of inguinal ligament. Keyhole mesh was sutured to pubic tubercle and secured.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿there was lot of scar and mesh (device #1, #2) from previous repairs were identified. Then, a synthetic mesh was placed in the medial defect and onlay was secured around cord structures using sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic assisted repair with the removal of mesh (device #1, #2) and implant of 3dmax light mesh (device #3). Per operative notes, ¿recurrent inguinal hernia was noted and mesh (device #1, #2) from previous repairs appeared to be contracted and not covering the myopectineal orifice. The area was scarred with adhesion and segment mesh was taken down. Then, 3dmax light mesh was secured over the myopectineal orifice using tacker.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This supplemental emdr represents the bard/davol - perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol - 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.